Manufacturer narrative:
Age at time of event: 69 year(s). Lot number updated from 0022710061 to 0022602690. Device evaluated by MFR: returned product consisted of an express sd balloon catheter. The stent was not returned for analysis. The hypotube, outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. The tip is damaged. Inspection of the remainder of the stent presented no other damage or irregularities.

Event description:
It was reported that stent deployment issue occurred. A 5.0mmx19mmx150cm express vascular sd stent was selected for use; however, the stent was deployed outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent deployment issue occurred. A 5.0mmx19mmx150cm express vascular sd stent was selected for use; however, the stent was deployed outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.